Manufacturer narrative:
Upon further investigation, it was determined that this item was reported in error. The articular surface is dovetailed. This is a user error with this part. Tibial plate was able to assemble with a different dove tail. The initial report was submitted in error and should be voided.

Event description:
Upon further investigation, it was determined that this item was reported in error. The articular surface is dovetailed. This is a user error with this part. Tibial plate was able to assemble with a different dove tail. The initial report was submitted in error and should be voided.

Event description:
It was reported that an articular surface would not seat with the tibial tray properly. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-00059. Concomitant medical product: articular surface size ef 12 mm height, item#: 00596404012, lot#: 64673615. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.